Event description:
A transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 valve was performed per manual. Thirty minutes after valve deployment the heart rate increased and blood pressure decreased. Tte showed pericardial effusion. Pericardiocentesis was performed. The patient recovered cardiac tamponade, hr decreased, and bp increased. The patient left the operating room with an inserted aspiration catheter. As per follow-up, pericardial effusion did not increase after leaving the ICU. As vital signs were stable, patient was extubated on postoperative day 3. On post op day 4, the patient was transferred to a general ward and was undergoing rehabilitation. There was no bulky calcification, but there was calcification extending about 7 mm from the aortic annulus to the left ventricular outflow tract side. The rupture site was unknown by CT on post op day 4.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the reported rupture cannot be determined. However, it may have been related to patient factors (advanced age, female gender, moderate to severe calcification on the native valve, mild calcification on aortic root and aortic annulus, and severe ventricular septal hypertrophy) or the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.